Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on (B)(6) 2025. It was clarified by the patient¿s parent that no third-party assistance was involved. The child¿s mother provided the juice herself, as it was the most convenient option for them at the time. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4) 3004753838-2025-161088 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is a misuse of the device. On (B)(6) 2025, the patient experienced a hypoglycemic event while asleep. The reporter attempted to wake the patient, observing that they were ¿not acting like themselves¿ and appeared unusually drowsy. The patient was difficult to awaken. A fingerstick bg test was performed, revealing a bg level of 35 mg/dl. At the same time, the cgm displayed readings between 70 and 72 mg/dl. The patient was treated with juice and recovered following administration. No additional treatment was required, and the patient did not visit the hospital. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: investigation findings-correction - remove code 3221 from initial MDR submission due to incorrect entry.